Event description:
Two photographs of a bivona tracheostomy tube were submitted for review. After looking at the photographs a leak was not apparent to the investigators. The tracheostomy tube was eventually returned for investigation. The results of the actual device evaluation are still pending. A supplemental report will submitted once the device evaluation has been completed.

Manufacturer narrative:
Other, other text: device evaluation- one device was returned for evaluation. The device was given functional testing to check for cuff function. Initially, the cuff did not inflate so the device cuff was manually manipulated as per device instructions and after that the device could be fully inflated and deflated with symmetrical cuff. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This device type is 100% tested for cuff symmetry and cuff leak during production. The reported issue was not confirmed during testing.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts required a tracheostomy change out was done during the night. This was done due to big leak could be heard from the tube and the patient was not getting tidal volume. The ventilator was showing up to an 80 percent leak. Noted patient has increased with out breath with respiratory therapy and registered nurse at bedside trying to troubleshoot but it did not work. The leaking trach was changed.